Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was unable to be reproduced due to a system error 345. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. Due to the received condition of the device, the unit is unrepairable and has been removed from service.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.